Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas 6000 c (501) module - c501. The sample, in a lithium heparin tube, initially resulted as 1.93 mg/dl and this value was reported outside of the laboratory. A second sample from the patient was collected and tested, resulting as 0.24 mg/dl accompanied by a data flag. The first sample was then repeated using the primary tube, resulting as 0.31 mg/dl accompanied by a data flag. The initial result was corrected and reported outside of the laboratory as 0.31 mg/dl. The first sample was also repeated in a sample cup on a second c501 analyzer, resulting as 0.28 mg/dl accompanied by a data flag. The patient was not adversely affected. The crea reagent lot number was 17200701, with an expiration date of 04/30/2017. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Since control and calibration data were acceptable, a general reagent issue can be excluded. An interfering factor in the sample could also be excluded. A pipetting failure due to a pre-analytic sample handling issue most likely caused the discrepant result.